Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that immediately after a change of tubing the uac kept backing up. After changing the transducer several times, it was noticed that the rectangle filter on the main IV tubing was cracked and leaked the bag of fluid. There was no report of patient harm.